Event description:
Caller reported that the t:slim x2 pump battery would not charge, even when various troubleshooting steps were attempted. There was no adverse impact to the customer¿s blood glucose level. Customer support instructed the caller to try different wall adapters and charging cables, but these attempts did not resolve the issue. The customer reverted to manual injections for insulin therapy.